Event description:
Reportedly, pt expired after an implant date of 2003 due to unk reasons. Unk if pt death is device related. Date of pt's death and implant duration is unk, therefore, the aware date is used as the occurrence date. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.